Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to hospital after receiving vibratory patient notification alert, device was found to be in backup vvi mode. Device was restored but it was not working normally. High, out of range, hv lead impedance was also observed. Device was explanted and replaced. Patient's condition was good post-procedure.

Manufacturer narrative:
The reported field event of a sensing anomaly and backup vvi was confirmed in the laboratory via review of the device image. The device was tested on the bench and the cause of the sensing anomaly and backup vvi was found to be an internal anomaly on the hybrid that occurred after high voltage capacitor maintenance.